Manufacturer narrative:
Follow-up #1: date of submission 04/13/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple consecutive call services alarms that can result in blank display. On investigation, the pump powered up with the appropriate audible and vibratory functions. The display screen was dim but not blank. The pump casing was opened to further investigate no defects were found with the printed circuit board. The investigation was unable to duplicate the reported blank display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the pump powered up to a blank screen during a prime step. Multiple attempts to bring up the screen by battery removal/insertion were unsuccessful. Review of alarm history showed occurrence of call service alarms that can lead to blank screen. Reporter stated that there was no trauma to the pump and no evidence of moisture within the pump. Reporter acknowledged that the pump was exposed to moisture. The display screen did come on with a battery change during the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.